Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR : stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent had moved 1.5 mm in a distal direction with the distal stent struts lifted and pulled over the distal tip. The crimped stent profile at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the very fibrotic circumflex artery. After a balloon was used for predilation, a 2.25 x 20mm synergy¿ drug-eluting stent was advanced three times to cross the lesion but the stent frame came partially off the balloon. The stent was safely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was well.